Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The up and down knob of angulation was out of standards due to the worn angle wire. There was a gap on the bending section rubber bonding. Connecting tube was bent and crease. The device cover and lens were contaminated. The channel tube pinhole had a leakage. The light guide bundle was abnormal. There is no information about foreign material. Therefore, omsc could not identify the foreign material. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the device's angulation had a malfunction. The user returned the device to olympus repair center. Olympus repair center found that foreign material was exited out from the suction channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.